Event description:
A customer reported to baxter (B)(4) an anesthesia interlink lever lock cannula in which the cannula was leaking. The process step was during use. There was patient involvement, however, there was no patient injury, medical intervention, or adverse event reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.